Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had arrived in (B)(6) on the (B)(6) 2020. They reported that on the morning of the (B)(6) 2020 their blood glucose (bg) levels had been high at 400 mg/dl so they drank water and their bg level rapidly dropped to 40 mg/dl. The pod was worn for more than 48 hours on the abdomen at this point. The patient was then taken by ambulance from the hotel to a hospital emergency room. The pod was then discarded. The patient was treated with insulin and they were given sugars and juice to then raise their blood glucose levels.